Event description:
The event was reported as: a split was found on the length of the tube after extubation following a procedure. No patient injury reported.

Manufacturer narrative:
The sample has been received for investigation, but the investigation is not complete at the time of this report. A follow up investigation report will be sent when completed.